Event description:
The hospital reported that there was issue during the procedure with t.w. Power supply described as "intermittently cautery not working". Vh-4030 and vh-4020 were both changed out and problem continued. The problem was noticed during procedure. A new device was used. There was slight delay during case to troubleshoot. The power source was set to 3. The extension cable is less than a year old. There was no patient injury.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a4,b4,b5,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.